Event description:
The complainant reported that an impella 5.5 pump was implanted for circulatory support. After 89 days the pump experienced placement signal drift. Support was continued, and no harm occurred to the patient.

Manufacturer narrative:
D6: explant date unknown. This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of optical signal issue has been completed. The field log was reviewed and the optical metrics were steady. The root cause of the optical signal failure was most likely an air gap from between the automated impella controller (aic) and the patient cable plug or within the middle of the red handle ferrule.